Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, it was noticed that there was smoke coming from the laser fiber, suggesting a break. The lasing was stopped, the blast shield expressed no damages, and the fiber was replaced with another of the same device. The procedure was completed after the fiber was replaced, and there were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in one piece. Microscopic inspection identified burn marks on the connector and there was no light passing through. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. According to the instructions for use (IFU), the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The fiber face should be free of pits, scratches, discoloration, or debris. Using the device with such defects may destroy the device and damage the laser.

Event description:
It was reported that during a holep procedure, it was noticed that there was smoke coming from the laser fiber. The lasing was stopped, the blast shield expressed no damages, and the fiber was replaced with another of the same device. The procedure was completed after the fiber was replaced, and there were no patient complications.